Event description:
It was reported that during a lap chole procedure, the device fired the first two clips fine, but then would not fire. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Empty. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The el5ml instrument was returned empty and with the lock out mechanism fired through. The instrument is designed to lockout when all the clips have been fired. The instrument could not feed clips as it is empty. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.